Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the clip board of catheter disconnected from the tubing and the blood glucose level was 5g/l (500 mg/dl) at the time of the incident. No further information available.